Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set did not properly connect to the luer lock causing insulin to leak at the luer lock. There was no impact to the customer's blood glucose level. The infusion set was replaced and the customer was able to attached the luer lock properly.